Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to new medication, the customer's blood glucose (bg) level was 328 mg/dl and a bolus via the pump was delivered to address the bg level. However, the customer delivered too large of a correction bolus and the bg level dropped to 88 mg/dl. The customer stopped the insulin delivery to address the low bg. The customer declined tandem technical support's offer to follow up.